Manufacturer narrative:
Additional data: new information came in on 11apr2023, b (5): testing sample: calibrated pipette, antigen reactive. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 206034 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 206034 and device part number 10732998/ lot 204148. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue. H3 other text : device discarded; single-use device.

Event description:
The customer reported three (3) false positive with determine hiv 1/2 ag/ab combo 25t on two different dates 17mar2023 and 26mar2023 respectively. Per the customer, three pregnant females were tested positive with determine hiv 1/2 ag/ab combo 25t.confirmatory tests (genius hiv 1 and 2 supplemental lateral flow assay and pcr) were performed and generated negative results. This MFR. Report addresses patient two (2) of three (3) patients, test date 17mar2023. The patients were advised to take a triple antiviral medication to take home after delivery for 3 to 4 days. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported three (3) false positive with determine hiv 1/2 ag/ab combo 25t on two different dates (B)(6) 2023 respectively. Per the customer, three pregnant females were tested positive with determine hiv 1/2 ag/ab combo 25t.confirmatory tests (genius hiv 1 and 2 , supplemental lateral flow, assay and pcr) were performed and generated negative results. This MFR. Report addresses patient two (2) of three (3) patients, test date on (B)(6) 2023. The patients were advised to take a triple antiviral medication to take home after delivery for 3 to 4 days. No additional patient information, including treatment and outcome, was provided.